Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his new insulin pump was programmed in the health care professional's office and he left the office without priming the tubing and seeing the drops at the end of the tubing. Customer stated that he just switched the pumps out. Customer stated that his blood glucose was elevated the rest of the day, so he took the new pump off and connected the old pump back up. Customer stated that he treated the high blood glucose by bolusing. Customer woke up on (B)(6) 2016 with a blood glucose level for 39 mg/dl. Customer drank some orange juice. Customer stated that his blood glucose went up to 96 mg/dl before eating breakfast. Customer thinks that he over treated. Customer changed the site using the old pump and stated that he will wait 3 days to switch to the new pump. Customer stated that he just got a replacement pump. Customer's blood glucose was 424 mg/dl at the time of the incident. Customer was assisted with switching to the new pump.